Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Event description:
Material no. 303010; batch no. 7352994. It was reported that before use of the bd precisionglide¿ needle the needle cap was very thin and the needle pierced through the cap when the nurse recapped the needle causing a needle stick, the needle was also fully bent. The following information was provided by the initial reporter: one pack had a cap that was very thin and the needle pierced through the cap and stuck staff member's finger & it is also defective because the needle was fully bent. ¿we did have an employee needle-stick occur in the case where the cap was very thin. When our employee recapped the needle after preparing medications the needle actually pierced through the cap and stuck her finger. No medical intervention was needed and this incident occurred prior to any patient contact¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 303010, batch no. 7352994. It was reported that before use of the bd precisionglide¿ needle the needle cap was very thin and the needle pierced through the cap when the nurse recapped the needle causing a needle stick, the needle was also fully bent. The following information was provided by the initial reporter: one pack had a cap that was very thin and the needle pierced through the cap and stuck staff member's finger & it is also defective because the needle was fully bent. ¿we did have an employee needle-stick occur in the case where the cap was very thin. When our employee recapped the needle after preparing medications the needle actually pierced through the cap and stuck her finger. No medical intervention was needed and this incident occurred prior to any patient contact¿.